Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, 29 mm sapien 3 case by transfemoral approach in aortic position. During valve deployment under rapid pacing (180 bpm), there was an extra systole just at the last phase of filling the balloon, which caused the valve to pop up and embolized into the aorta. Due to the size of the annulus and aorta, the only place where the valve could be placed was at the end of the ascending aorta, where it was positioned with inflating the balloon. Due to patients age and as the patient felt better with the performed bav, it was decided to abort the procedure and implant a tavi valve at a later point. Patient safety was not in danger and no injury was caused. The patient is doing well and was discharged home.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "during valve deployment under rapid pacing (180 bpm), there was an extra systole just at the last phase of filling the balloon, which caused the valve to pop up and embolized into the aorta. Due to patients age and as the patient felt better with the performed bav, it was decided to abort the procedure and implant a tavi valve at a later point". Per training manual, "loss of pacing capture during valve deployment can result in movement of the valve and possible embolization". As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.